Manufacturer narrative:
B5 was updated. D1 was revised. D4 lot number was added. D9 device was returned and dated received was added. H6 an additional medical device problem code was added. Type of investigation, investigation findings and investigation conclusions codes were update due to device being returned. H11 additional manufacturer narrative was updated. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that during impella cp placement, the physician advanced the repositioning sheath tightly into the peel away sheath just after the device crossed the aortic valve into the left ventricle (lv) before pulling the 0.018 wire out of the body. This resulted in the 0.018 wire to become stuck in the peel away sheath and frayed the end of the wire inside the sheath. They were able to pull the wire out of the lv down into the aorta. Nothing was left in the body. They also attempted to peel away the peel away sheath with the repositioning sheath in the vessel to free the wire. A company representative arrived on time to stop this from happening and remedied the situation without injury to the patient. The procedure was completed successfully.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the guidewire became stuck in the peel away sheath and frayed at the end of the wire. An abiomed representative remedied the situation without injury to the patient.